Event description:
It was reported that during a nephrectomy procedure, surgeon was having trouble firing the device. Some of the clips would come out and form properly. Then other clips would not form or place on tissue. They used a total of seven devices to complete the procedure. There was no impact to the patient. No return devices.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.